Event description:
While performing an MRI scan of patient's left thigh patient complained of being hot. No surface coil was used because patient was too large. Inch pad and sheet was covering table. And patient was wearing gown and also had sheet over entire body to protect her skin from touching the bore of the magnet directly. Patient was sweating profusely during exam and sheet had to be changed in the middle of exam. Brought patient out 3 or four times during the hour long scan to check for redness on both sides of the patient by two technologists. Asked patient if we could continue three or four times and she said to continue but hurry. So we continued checking her skin and making sure patient skin was covered by a sheet of fabric. We performed the scan to the best of our ability under very difficult circumstances and with a very difficult patient. While in the MRI department, no redness on the skin was seen. Later, it was reported by a physician that there was a possible rf burn or blister on patient's left buttock.